Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device powered-up to an error; it was found that both display wires were pinched with compromise to the insulation of the white wire. It was also noted that five case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) presented with an error when powering-up. The epg has been returned for warranty repair. There was no patient involvement. It was further reported that the returned epg subsequently tested out of specification during manufacturer¿s analysis.